Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for two days and no alarms occurred during testing. No cosmetic damage noted during physical inspection.

Event description:
It was reported via phone call by customer's mother that the insulin pump stopped working and alarmed software error. Customer's mother stated her son's pump alarmed then it shut off, it restarted and then she stated the reservoir was showing empty. The customer's blood glucose was 224 mg/dl. It was reported that the curse stated shew as unable to bolus the customer. The customer's mother stated that his sugar was dropping the day before. Advised to discontinue use of the insulin pump and revert to back up plan.